Manufacturer narrative:
(B)(4) - poor wound drainage. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. Additional info: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch 48854isp.

Event description:
It was reported that a pt underwent a skin reconstructive surgical procedure on (B)(6)2011. A reservoir and a drain were placed at the pt's back. When the reservoir was activated the suction was weak. The surgeon exchanged the reservoir for another reservoir which worked normally, however, the surgeon opined there was an issue with the drain. There was no adverse pt consequences.